Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 10jan detention at night, the physician discovered that the tip of the foley catheter had come loose. The fixed water had completely drained out, and when inflated it with water for injection, there was no damage. It was confirmed that there were no abnormalities were detected throughout the catheter.

Event description:
It was reported that on (B)(6)detention at night, the physician discovered that the tip of the foley catheter had come loose. The fixed water had completely drained out, and when inflated it with water for injection, there was no damage. It was confirmed that there were no abnormalities were detected throughout the catheter.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection noted that there was residue inside of the drainage eye. Also received 2 photo samples. First photo sample shows top overview of catheter. Second photo sample shows end of catheter with balloon deflated and residue present within drainage eye. No root cause could be found because the reported event was unconfirmed. The DHR reviews are not required as the reported event is unconfirmed. A labelling review is not required as the reported event is unconfirmed. Correction- d, e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected